Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# g140113. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a frontal headache on admission. Anticoagulants at the time of event were warfarin and plavix. CT of the head revealed right frontal convexity subacute-on-chronic subdural hematoma. The patient has had the headache for about a year and it only bothers the patient once or twice a week. The patient has had weakness in the right upper extremity for three weeks. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.